Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Pump trace download analysis confirmed the pump alarmed low battery alert or power loss alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed low battery or power loss alarm due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had replace battery now alarm. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was performed. Customer state this was the second occurrence of replace battery now with a low battery warning. Customer states the battery cap was not loose, cracked or damaged. Customer stated that this was the second occurrence of replace battery now alarm with low battery warning. The insulin pump will be returned for analysis.